Manufacturer narrative:
(B)(4). Batch # n9372e. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it can be observed that one of the devices shown in the picture has the logo and information missing on the handle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the product name was not printed out on the product itself. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.